Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call off no power anomaly, missing dome label sticker and motor error alarm. Troubleshooting for motor error alarm was performed. Customer received motor error alarm while the insulin pump was delivering basal rates. Customer advised the insulin pump went through airport scanners in the past. Customer was able to rewind the insulin pump without receiving motor error alarm. Troubleshooting for off no power was performed. Customer received off no power alarm after the motor error alarm. Customer advised the dome sticker fell of the insulin pump a while back. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms or displacement anomalies noted. The motor was tested outside the device and passed. The insulin pump was received with normal operating currents; the insulin pump was monitored and no unexpected off no power alarms occurred during our testing. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.